Event description:
I was using the home inratio monitor with test strips. My inr kept going down and my dr would adjust the coumadin. This went on for a few tests. When I spoke to my dr with the last reading still going down he sent me to the hosp to have them test it and theirs showed that the machine was giving the wrong results. I then sent the machine back and told them that I did not trust it anymore. The dr maintain my blood level on the high side due to 2 blood clots one before coumadin and one after being on coumadin so the inaccuracy of the machine would of turned life threatening if I had not questioned the results. The item that caught my attention was the date on the machine had gone nuts. I am currently having my blood tested by my dr who sends it to a lab. Basically I was being given more coumadin to raise my inr when actually it was high and should have been reducing the dosage. As this was all based on the machines results which were wrong if this had been ignored I could of been in a life threatening situation.